Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose level was unknown. Customer stated that when inserting new battery insulin pump was beeping. Customer unable to clear the alarm. The insulin pump will be returned for analysis.